Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleed') in a 34-year-old female patient who had essure (ess205) (batch no. 509790) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mammogram abnormal, breast cancer, pap smear abnormal, chronic obstructive pulmonary disease, trauma and vulvar cancer. Family history included ovarian cancer (family history of ovarian cancer) and d & c. Concomitant products included fluticasone propionate (flonase allergy relief) since 2016, salbutamol since 2013 and tamoxifen from 2014 to 2018. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced hypomenorrhoea ("hormonal changes describe: light periods"), 1 month after insertion of essure (ess205). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, hypomenorrhoea, cystitis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hypomenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding discrepancy noted in date of insertion (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: total bilateral occlusion; on an unknown date: not available. Lot number: 509790 manufacture date: 2006-01 expiration date: 2007-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleed') in a 34-year-old female patient who had essure (ess205) (batch no. 509790) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included mammogram abnormal, breast cancer, pap smear abnormal, chronic obstructive pulmonary disease, trauma and vulvar cancer. Family history included ovarian cancer (family history of ovarian cancer) and d & c. Concomitant products included fluticasone propionate (flonase allergy relief) since 2016, salbutamol since 2013 and tamoxifen from 2014 to 2018. On (B)(6)2002, the patient had essure (ess205) inserted. On (B)(6)2003, the patient experienced hypomenorrhoea ("hormonal changes describe: light periods"), 1 month after insertion of essure (ess205). In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, hypomenorrhoea, cystitis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hypomenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding discrepancy noted in date of insertion (B)(6)2016 and (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: total bilateral occlusion; on an unknown date: not available. Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: light periods, infection (bladder/ urinary tract/vaginal) type: bladder infection, dysmenorrhea (cramping). Reporter information, aka name, concomitant drug, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 34-year-old female patient who had essure (ess205) (batch no. 509790) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the patient is a status post cone biopsy of cervix and hysteroscopy with novasure ablation and hysteroscopy with essure sterilization and this was al done on (B)(6) 2006". The patient's concurrent conditions included mammogram abnormal, breast cancer, pap smear abnormal, chronic obstructive pulmonary disease, trauma and vulvar cancer. Family history included ovarian cancer (family history of ovarian cancer) and d & c. Concomitant products included fluticasone propionate (flonase allergy relief) since 2016, salbutamol since 2013 and tamoxifen from 2014 to 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse),") and hypomenorrhoea ("hormonal changes describe: light periods"). The patient was treated with surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dyspareunia, hypomenorrhoea, cystitis and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, hypomenorrhoea and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding discrepancy noted in date of insertion (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Lot number: 509790 ,manufacture date: 2006-01, expiration date: 2007-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received: reporters were added. New event- device monitoring error were added. Lab test was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not available. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding were added. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.